Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported thrombosis/thrombus was unable to be determined. The reported patient effect of thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, steerable guide catheter and mitraclip xtw steered into the body and clot was observed in the guide. Mitraclip and guide was replaced. Second mitraclip xtw and new guide was inserted into the body, and clot was observed in the clip. Clip was replaced and the procedure was completed successfully. The final mr was garde 1. There were no adverse patient effects or clinically significant delays reported.